Event description:
It was reported that during embolization treatment, the coil prematurely detached from the delivery pusher without the use of the detachment controller. The coil detached correctly in the aneurysm and was left in place. There was no report of patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The reported issue could not be confirmed if the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Investigation conclusion. The investigation of the returned coil system found the pusher offset/overlapping at the distal end and was returned without the implant attached but no indications of activation using a detachment controller on the pusher heater coil was observed. The implant was not returned for evaluation as it was left in place in the aneurysm correctly. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.